Event description:
It was reported that the patient experienced inadequate stimulation and unwanted tingle sensations, even when device was off and even after being reprogrammed. It was also noted that the patients whole body hurts and trembles when the stimulation was turn on. The patient underwent an explant procedure. All explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: (B)(6).